Manufacturer narrative:
The reported complaint of "the thermogard xp ivtm system (sn: (B)(4) ) displayed a "coolant level low" error message although the coolant reservoir was full" was confirmed based on the event log review but was not confirmed during functional testing. No device malfunction was found that could have caused or contributed to the reported issue. Therefore, the root cause of the reported complaint remained undetermined. Visual inspection of the thermogard xp ivtm console was performed, and no issues were observed. Event log data review was performed and revealed multiple alarm_coolant_empty error messages to have occurred on the customer's reported event date; thus, confirming the reported complaint. The thermogard xp ivtm system passed the initial functional testing with no issues. Investigation found no device malfunction. Nevertheless, the coolant level sensor block and the rj-45 cable, which connects the coldwell assembly to the I/o board, were replaced as a precautionary measure to avoid a system failure in the future. Following service, the ivtm system passed all testing criteria.

Event description:
During the cooling phase of ivtm therapy, the thermogard xp ivtm system (sn: (B)(4) ) displayed a "coolant level low" error message although the coolant reservoir was full. Another thermogard console was used to continue the therapy, and the treatment was completed successfully. The delay in time between switching thermogard consoles during treatment is unknown. No consequences or impact to the patient.